Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse informed the sales rep that the guide wire does not go through the bixcut reamers 7, 7.5, 8 and 8.5. Customer notice this during surgery. Customer used competitors reamers to finished the operation. Operation was extended about 30 minutes.

Event description:
The nurse informed the sales rep that the guide wire does not go through the bixcut reamers 7, 7.5, 8 and 8.5. Customer notice this during surgery. Customer used competitors reamers to finished the operation. Operation was extended about 30 minutes.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed all reamers to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. The deformed shafts, damaged cutting edges and slightly uncoiled outer spirals are a result of a bending overload, hitting metal parts during drilling and rotation in counter-clockwise. If a guide wire was used was not reported. Drilling metal objects, bending overloads, counter-clockwise rotation and the usage without a guide wire are addressed in the IFU; these issues are attributed to an improper handling. The inner spiral constriction is known from previous cases. The root cause is not investigated in detail. No discrepancies were detected during risk analysis review.